Event description:
It was reported that the patient presented to surgery with lumbar spinal stenosis at l4-l5; l4-5 left sided herniated nucleus pulposus; ble radiculopathy with pain; obesity with a body mass index of 35.39. The patient underwent a procedure for l4, l5 laminectomy; bilateral posterolateral fusion at l4-5 with local bone graft, bmp, and segmental pedicle screw fixation. At 5 months post-op follow-up, the patient has had a recurrence of some pain in the left side low back and left leg over the past two to three weeks. Plan is to continue to monitor the patient and to try to increase physical therapy. At 39 months post-op, the patient was seen for follow-up with physician. Patient has pain with onset 5 years ago, with a severity at level 8 now. The pain is worsening and progressing persistently. Location pain is left low back. Pain radiates to the left buttock down posterior lateral left thigh. Notes indicate the patient has had additional surgery for l5-s1 fusion and that all hardware was subsequently removed, and that was complicated by a wound infection. Pt. Has pseudoarthrosis at l5-s1 and at l5-s1 and a possibly loosened trans s1 screw. There is no fusion within the disc space and the facets at l5-s1 are not fused. She has chronic low back pain, pseudoarthrosis, ddd, and postoperative laminectomy pain of the lumbar. No procedure details or product information was provided for the surgery at l5-s1.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.